Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in a lot of pain. The healthcare provider (hcp) believed the patient may have had a calcium buildup or inflammatory mass at the catheter tip. The patient was to have magnetic resonance imaging (MRI) performed. The reporter mentioned that the patient could not lie down and may have to get medication to ¿knock the patient out¿ but the hcp would have to prescribe that. The reporter stated they wanted the MRI done before they were to see the hcp again on the (B)(6) 2014. The device system delivered baclofen and dilaudid. Additional information has been requested but was not available at the time of this report.